Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). According the complainant, the suspect device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stenosis caused by bronchial tumor during an esophageal stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent broke in two pieces while adjusting the position of the stent. The stent was removed with a snare and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications reported as a result of this event.